Event description:
It was reported to philips that the system was unable to display the live image, impacting imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, non-emergency was performed by the customer when the issue occurred and the procedure got delayed and customer brought a c-arm into the room to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to display live image. Review of the system log file confirmed the malfunction as fd detector failed. Upon troubleshooting fse found that the system was preventing the activation of the x-ray. Fse tried to reload the detector software, but it failed to reload and confirmed the failure in detector. To resolve this issue, fse replaced the detector. The defective detector was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.